Event description:
It was reported that the bd needle 21x1 ll eclipse contained foreign matter. The following information was provided by the initial reporter from portuguese to english: "when the syringe was opened, a black substance was found and discarded."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information received.

Manufacturer narrative:
Investigation summary: photo received by our quality team for investigation. Through visual inspection, black spot can be seen on the hub of the needle, incident is confirmed. Physical sample is required to further analyze and identify the foreign matter. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.